Event description:
Reporter alleged blood glucose measured 200 mg/dl back to back with the rehab center result of 519 mg/dl taken at 7:46 am. It was stated glucose on customers meter read 161 mg/dl at 7:56 am; 370 mg/dl at 7:58 am. No actions or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.